Event description:
In 2008, the pt reported that the adhesive of his infusion sets do not stick to his body when he exercises. He stated that two days prior, while on a 100 mile bike ride, perspiration caused the infusion sets to peel off of his skin. He stated that he had to change the infusion set 3 times. He was sent tegaderm hp and a replacement box of infusion sets. Further attempts to follow up with the pt were unsuccessful. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.